Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that one month and twenty eight days post chronic catheter placement procedure, the line in the hub and neck were allegedly reported to be separated and the hub fell off the line. The device was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end of the catheter. However, striations were observed throughout. The investigation is confirmed for the reported detachment of device component issue, as the catheter hub was noted to be partially detached, exposing the inner catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty eight days post chronic catheter placement procedure, the line in the hub and neck were allegedly reported to be separated and the hub fell off the line. The device was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end of the catheter. However, striations were observed throughout. The investigation is confirmed for the reported detachment of device component issue, as the catheter hub was noted to be partially detached, exposing the inner catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h4, h6 (method). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post chronic catheter placement procedure, the line in the hub and neck were allegedly reported to be separated and the hub fell off the line. The device was repaired using a repair kit. There was no reported patient injury.